Event description:
A malfunction was reported on a customer's pump, but there was no adverse impact on the customer's blood glucose level. The pump was not under warranty, leading the customer to inquire about an out-of-warranty loaner pump. Technical support decided to replace the pump and sent out a loaner unit. The caller was guided on using backup therapy to ensure insulin delivery was not interrupted and was informed about upcoming steps upon receiving the new pump. The customer acknowledged and completed all necessary agreements related to the loaner pump arrangement.